Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced blood splatter/leakage or other sample leakage. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: end users (at ward level) has reported that during blood collection, blood leaked from the needle. They believe there is a small hole in the needle roughly half way up. It has been noted in 4-5 needles. Uncontaminated samples are available for collection. No adverse patient impacts here.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 22-mar-2022. H6: investigation summary bd received 48 samples for investigation. Thirty (30) of the returned samples were chosen at random and evaluated by visual examination under 10x magnification and the indicated failure mode for hole in cannula with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination under 10x magnification and no issues were observed relating to hole in cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hole in cannula. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced blood splatter/leakage or other sample leakage. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: end users (at ward level) has reported that during blood collection, blood leaked from the needle. They believe there is a small hole in the needle roughly half way up. It has been noted in 4-5 needles. Uncontaminated samples are available for collection. No adverse patient impacts here.